Manufacturer narrative:
We received one 831f75 catheter with an attached 1.5ml limited volume monoject syringe. Examination of the catheter tube found it to appear broken (jagged edges) at the proximal injectate port. In addition, the thermistor wire is also broken. There are also serrations and a flat area in the distal section of the catheter tube proximal of the catheter tip. The proximal section of the catheter tube is not damaged. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
Additional information received from a maude report that a portion of the tip broke off. The patient was sent to the cardiac cath lab to remove the foreign object. The tip was inside the arrow introducer.

Event description:
It was reported that when the catheter was removed approximately 8 inches was missing. The staff was able to retrieve the rest of the catheter. No report of patient complications.